Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided reset information, and confirmed the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if the malfunction code appeared again.